Event description:
It was reported that the patient reported an alarm to the physician¿s office. Telemetry confirmed that a motor stall and tube set message occurred. It was also reported that the pump stopped. The motor stall occurred on (B)(6) 2015 at 23:15. On the same day, at 17:03, the pump was refilled and updated. It was confirmed that the patient did not have an MRI that day. There were no therapy or medical problems. The patient was not in more pain than normal. The patient did start having diarrhea on the morning of this report. The physician¿s office could not get the pump to turn back on, so it was explanted. The patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver bupivacaine 20 mg/ml at 8.491 mg/day and morphine 10 mg/ml at 4.246 mg/day. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Event description:
It was later reported that, as of the date of this report, the patient was doing very well post-replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).